Event description:
It was reported that following a vascular port placement and upon removal of the drape from a (B)(6) male patient, a 3 to 4 inch x 12 inch area of the patient's skin was sticking to the drape. The medical treatment of the area included the use of dermabond and a tefla 4x4 dressing. Wound care was consulted and it was reported they probably treated the area with a silver based dressing.

Manufacturer narrative:
This complaint was initiated without a catalog number. Customer just indicated ioban drape. To enter the complaint under the product family the catalog number 6650ez was used however, this may not have been the actual catalog number involved in this reported event. No information can be provided as to lot number, expiration date or per the manufacturer date. It was noted the individual had fragile skin. Product labeling does indicate the following under instructions for use: "skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes." Product is not being returned and without lot number or expiration date it is difficult to perform any testing or review documentation.